Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure was going as planned and the watchman access system was positioned in the laa of the patient. Just prior to the deployment of the closure device a pericardial effusion was noted. The decision was made to deploy the 24mm watchman device. The device was deployed, release criteria was met and the device was released. The patient was monitored for a period of 5 hours and the effusion remained stable. A pericardiocentesis was performed to drain the effusion. The patient was fine following these events. The patient was discharged from the hospital doing well.